Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, white particles in the shell, creases fold and deformation device cloudy in the gel observed after autoclave cycle creases are observed but have no relationship with manufacturing. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional additionally noted capsular contracture, baker grade IV and "any creases".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported unknown side "textured implants and that they were recalled about a year ago, slight deformed and capsular contraction." This record is for the left side. Device has been explanted.